Manufacturer narrative:
The device was returned to a third party service center for an evaluation and service. No further information is available regarding evaluation and service. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to false activation. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf131) related to main blower temperature sensor. There was no patient harm or serious injury reported as a result of this incident.